Event description:
A surgeon reported that a memory lens implanted in a pt's right eye in 2000 was diagnosed as having opacified. The pt has no problem with the right eye. No further info is available at this time.